Event description:
A patient with an implantable neurostimulator (ins) indicated for gastrointestinal/pelvic floor, reported they have severe gastroparesis for about 9 years and had to have their settings high. They need to be on either 5 or 6, but they never get to 6 because before that happens it "blows". The patient confirmed that "blow" meant the battery would deplete quickly. Their most recent implant was done in (B)(6) 2017 and in (B)(6) 2017, the nurse turned their current ins up and by (B)(6) 2017, it had blown. They found that the ins was depleted when they went to turn it off for a separate procedure, unrelated to the device or therapy. The device was scheduled to be replaced on (B)(6) 2017 and said it had lasted "all of maybe 14 months and they were on level 5 at the time". The patient wanted to know the longevity of the implant when they were on higher settings; and how long it will last once they get a new one if the setting is at six. They understood that if they had to have it replaced every year anda half, then that is what they would have to do, but they were wondering why they didn't design the batteries to last longer for people who have the settings up high. The patient stated they just wanted to know how long the battery would last so they were not living in limbo for when it goes out. Battery longevity was discussed with the patient. The caller noted that this would be their third gastrointestinal implant. The patient did not really know if it was a normal battery depletion and stated they were "going off of assumption". The symptoms that the patient reported included the patient stating that they had been sick about five weeks prior to (B)(6) , when they had went in to get the device turned off. They weighed the patient during the time and they had lost 10 lbs. Their stomach was like it had first been started, and mentioned a return of symptoms related to the battery depletion. The patient said they were told it works great for patients with diabetes, but they do not have diabetes. They were only getting about 30% symptom relief and didn't event want to put anything in their mouth. No further complications were reported/anticipated.